Event description:
On (B)(6), 2010, I had a total knee replacement done by my orthopaedic doctor. Within one week of the surgery, I was placed in a rehab center for physical therapy. During my first week of pt, I was having problems with some movement, clicking and popping in the left knee with the new implant. I told the pt instructor and they noticed the problem too and told me to report it to my orthopaedic doctor. I did report to him and he said that it was just some "scarring" and it was normal. But over several more weeks, the problem continued with some buckling of my leg/knee at times as well. Also, the pain and swelling increased and would go away and come back over the weeks since the surgery. I have had several more orthopaedic appointments with the same doctor and he has taken some x-rays and says nothing shows loose or wrong with the implant. But I still have movement, pain, popping, buckling etc. I asked him about the knee product he used, he said it is a johnson and johnson depuy with rotating platform. It is now about 9 months after the surgery of (B)(6) 2010. It is now (B)(6) 2011 and I am still having these same problems. I looked on the internet for info about the johnson and johnson depuy knee implant and I found a website with several people complaining that had this same product implant. Also, it said that this product was not authorized for use by the FDA. Is that true? I did not find any recall info. About it on your FDA (B)(4) site but I did see that another patient has filed a complaint with FDA about the exact some johnson and johnson depuy implant. Can you please tell me if this implant has defects? Thank you, sincerely, (B)(6).